Event description:
Device returned to MFR for analysis with report of "movement of pump inside body and occlusion of the catheter." Follow up with hcp revealed that the pt had presented for refill experiencing "spinal symptoms" including headache and withdrawal. The pump was accessed for refill and found to have excess residual. The pt was scheduled for replacement of the system, had recovered, and is doing fine with their new pump.